Event description:
It was reported to covidien on 02/26/2010 that a customer had an issue with a sharps container. The customer states that a staff member found the container lying on its side. When they tried to stand it up, a needle which had penetrated the container stuck into him/her.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion ,the results will be forwarded.